Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device powered on but would power off shortly thereafter. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the device power on but then would power off shortly thereafter. The device was disassembled, and a broken connection was found. The broken connection was from the negative shorting plate leg to the pcb. Stryker determined that the broken connection was the root cause of the observed power issue. The customer received a replacement device. The returned device was archived by stryker.